Manufacturer narrative:
Correction: replaced h6 (device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patients attorney alleged a deficiency against the device. During a laparoscopic right inguinal hernia repair the v-loc suture was not properly secured, buried, trimmed, or left exposed. It was reported that after usage of the device, abdominal pain, nausea, vomiting, bowel obstruction, v-loc exited the peritoneal closure and was extending toward the ileocecal junction, the exposed suture had become attached to the bowel & appendix, necrotic appendix, pain, device defective, & mental anguish. Post-operative patient treatment included diagnostic imaging, lysis of adhesions, hernia reduction, removal of exposed suture, appendectomy, & hospitalization.

Manufacturer narrative:
Correction: added h6 (patient code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.